Event description:
It was reported via repair work order that the defib tray was broken, resulting in the exposure of sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.